Manufacturer narrative:
It was reported that a patient with a my3d personalized pelvic reconstruction system experienced loosening of the acetabular reconstruction implant and two cortical locking screws. During the index procedure, the surgeon was unable to implant the devices as intended, as hardware from a prior surgery (bone screws) were unable to be removed. Due to this issue, the surgeon was unable to implant the two "home run" screws through the acetabular cup. The surgeon was only able to implant 7 out of the 10 planned screw fixations during the patients index procedure on (B)(6) 2023. It was observed, approximately 9 months post-operatively, that the pelvic implant had loosened from its intended location and two of the cortical locking screws had backed out as well. It is likely that the lack of fixation in the index surgery resulted in the pelvic implant loosening and subsequently contributed to the locking screws backing out of their intended position. The patient is scheduled for a revision procure to remove and replace these devices.

Event description:
It was reported that a patient implanted with a my3d personalized pelvic reconstruction system (pelvic implant and cortical bone screws) experienced loosening of the acetabular reconstruction implant and two my3d personalized pelvic reconstruction locking screws. The patient will undergo a revision procedure due to this issue. This event will be reported as a serious injury due to the scheduled revision procedure. This report captures the second of two cortical locking screws.